Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker and the right ventricular lead exhibited noise noted in noise reversion episodes. An in-clinic lead noise assessment and programming changes on the sensitivity were suggested; no changes or interventions were reported. There were no patient consequences.